Event description:
It was reported during the preparation of a emboshield nav 6 embolic protection system, when pulling back to load the filtration element into the delivery catheter (dc), the dc buckled on itself at the guide wire exit notch and the filtration element could not be loaded. The device was replaced with a new emboshield, and the procedure was completed. There was no patient involvement and no clinically significant delay. No additional information was provided. The device was returned and the analysis noted the reported kinked/ bends, but also noted a tear in the jacket along the delivery catheter. The tears and kinked were confirmed by the account to occur during the procedure.

Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The reported difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. The reported bends to the delivery catheter and torn pod were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, it is possible that the filter was pulled into the pod too quickly or with excessive force causing damage (tear) to the delivery catheter pod and preventing the filtration element from being able to load properly; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of procedure estimated to (B)(6) 2024.